Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator¿s battery would not charge. There was no patient involvement at the time the reported issue was discovered. There was no patient or user harm. The service provider (sp) inspected the device and confirmed the reported issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the customer repaired the unit by a third party. The unit was returned to use with no repair/service information provided.